Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead insulation was damaged while suturing the left ventricle lead. Also, the lead exhibited failure to capture and high pacing impedance. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, high pacing impedance and insulation damaged. Final analysis found that as received, a complete lead was returned in two portions for analysis. The s-curve was measured, and it was within product specification. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was not confirmed. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.